Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the bag runs out sooner than expected during infusion. There was a patient involvement, but no harm is reported.

Manufacturer narrative:
D3, d7a: updated h3 and h6 codes: updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.